Event description:
A pt wanted to know what should be done regarding a cassette leak that occurred two weeks ago during the priming set-up process. The tubing set has already been discarded. There is no report of ill effect.